Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that the main component of the system and other applicable components are: product ID 3389 lot# unknown product type lead product ID 3708660 serial(B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type extension product ID 3708660 serial(B)(4)implanted: (B)(6)2017 product type extension product ID 37603 serial(B)(4) implanted: (B)(6)2017 product type implantable neurostimulator product ID 3708660 serial(B)(4) implanted: (B)(6)2014 explanted: (B)(6)2017 product type extension if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that the patient had previously fallen and started feeling electrical current in their arm when bending their neck. Since the accident, the patient had the implantable neurostimulator (ins) turned off because of the current in their arm. A troubleshooting revision was done. During the revision, impedances of the lead were measured to be normal. When the extension and lead impedances were tested, high impedances were measured on electrode pair c-0. Therapy impedances were also measured to be high. The ins had been programmed to c+, 0- at 0.6 v, 60 use c and 150 hz. The hcp decided to replace the broken extension and the ins because of low current. After replacing the extension and ins, high impedances were measured on electrode pairs c-0, 0-1, 0-2, and 0-3. The hcp decided to leave the ins and extension implanted so the turned stimulation was off and programmed the ins to 0.0 v. The hcp was going to start the implanted system on (B)(6)2017 and try to find a good program for the patient using electrode one. The patient was getting good therapy and the issue was resolved. No further patient complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient's revision was scheduled for (B)(6) 2017. The patient been experiencing tickling down their arm when they moved their head forward and backwards. As of (B)(6) 2017, the implantable neurostimulator (ins) was programmed to 1.4v, 60 usec, and 140 hz. The patient's health care provider (hcp) planned on checking the connections between the ins and extension and between the extension and lead. Depending on what the hcp finds, components may be replaced. The patient's indication for use is essential tremor.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_ext, serial#: unknown, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient broke their back in an accident. After the accident, the patient got a strange feeling in their arm when they moved their neck in different positions, especially when leaning his head back. The hcp checked impedances and high impedances were measured when the patient moved their head forward and backwards. Impedances were measured when the patient leaned their head forward and backwards and when it was straight. Impedances were measured to be normal when the patient's neck was straight. The ins was programmed to 1.4v, 60 usec, and 140 hz. X-rays were done and the system looked complete with the lead and extension okay. There was no patient harm or injury. No further patient complications were reported.

Event description:
Additional information received from a manufacturer representative reported that a revision was going to be done. The date of the revision had not been determined.